Manufacturer narrative:
Unit received with blank display due to corroded electronics assembly. Unable to verify communication to sensor due to blank display. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump did not let it to change the reservoir. Customer¿s blood glucose was unknown at the time of incident. The customer did not receive any alarms troubleshooting was declined by the customer. The insulin pump will be returned for analysis.